Event description:
It was reported that clickline forceps insert's jaw was broken off during the robotic recurrent ventral hernia repair with mesh procedure. The broken grasper was retrieved under using another surgical instrument. The forcep was reported to be in proper working condition prior to use. There was no report of injury to the patient.

Manufacturer narrative:
Suspected device is not available for evaluation. Evaluation of the complaint is pending. Once the evaluation is completed, a supplemental report will be submitted ot the FDA. The reported complaint will be tracked and trended. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The reported device was returned and evaluated. Per visual evaluation, a fracture was found at the distal end. This was probably caused by an excessive force acting on the jaw. There was "material throw-up" at the point of breakage, which indicated that a force was applied here, which led to the throw-up and then to the breakage. The device was manufactured 9 years ago so age could have contributed to the failure. This complaint will continue to be tracked and trended. The event is filed under internal karl storz complaint ID: (B)(4).